Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was originally reported that the pt was not getting the relief as needed. He visited his physician and it was noted that there might be an issue with the "wiring." The physician confirmed that the event was due to the device and confirmed pt symptoms of lack of effect. Reprogramming was performed on (B) (6) 2009 and (B) (6) 2009. Impedance measurements were checked and indicated >4000 ohms on "lots of combinations." The pt had his device replaced. No pt injuries were reported.